Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, device was frozen and not responding. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-sep-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system was frozen and not responding. A technical support specialist (tss) had dialed into device, identified the device was stuck on a blue screen, performed a reboot successfully, brought the device back online, verified the customer was able to log in and remove medication, confirmed with the user to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.